Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. When the new atrial lead was implanted in the header of the device, there was high impedance along with oversensing. Upon looking into the header port after lead removal, the diameter of the atrial port appears larger then ventricular port. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Connector damaged. Information is provided in the future, a supplemental report will be issued.